Event description:
The manufacturer received information alleging a ventilator was alarming for a "check circuit" alarm condition. There was no harm or injury reported. The device was returned to the manufacturer's product investigation laboratory for investigation. The customer's complaint was confirmed. The device's system board was found to be faulty.